Event description:
Caller reported a malfunction on the pump, specifically displaying malfunction code malf 1. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump, and the customer acknowledged that they would continue using the current pump while interacting with it through a mobile app until the replacement arrived. The replacement pump with updated software was sent, along with instructions for usage and returning the malfunctioning pump.